Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the ng tube does not suction stomach contents as well with the enfit connector. The nurse reported that the bore of the enfit connection at the end of the tube is too small for contents to properly suction through. The doctors have started to cut the connection off and place suction tubing directly into the ng tube to suction stomach contents.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this nasogastric tube product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the nasogastric tube product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the ng tube does not suction stomach contents as well with the enfit connector. The nurse reported that the bore of the enfit connection at the end of the tube is too small for contents to properly suction through. The doctors have started to cut the connection off and place suction tubing directly into the ng tube to suction stomach contents.